Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly tandem technical support helped customer change supplies and resume insulin successfully. Customer's blood glucose level was 272 mg/dl.